Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose value was 40 mg/dl. Customer stated that the display had squiggly white line across the top. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned device for analysis.